Event description:
It was reported that the device became stuck on the guidewire. A 2.4mm jetstream xc was selected for use in a peripheral intervention procedure. The jetstream catheter became stuck on a unknown guidewire. No patient complications were reported.